Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body. The involved device was returned to the manufacturing facility in japan for evaluation. Visual inspection confirmed the catheter was broken 14mm from the hub. Under microscopic inspection, the surface of the broken catheter had a reversed "v" shape and an extended surface indicating the device's detachment was caused by a pulling force. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: (1) "use once and discard immediately in accordance with local safety standards"; (2) "do not attempt to re-insert a partially or a completely withdrawn needle"; and (3) "do not reuse" all available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a 5mm portion of catheter tubing became detached during a procedure. Reportedly, surgery was performed but was unsuccessful in retrieving the detached material. Follow up communication with the user facility confirmed: (1) the catheter was placed to collect blood from the patient; (2) the medical staff then attempted to perform a blood transfusion but "couldn't get the line"; (3) subsequently, the medical staff reinserted the inner needle into the catheter; (4) upon removal of the catheter, the medical staff discovered the catheter tubing was 5mm shorter than the original product; (5) ultrasonography confirmed the catheter tubing remained in the patient's wrist; (6) surgery was attempted to remove the detached material but was unsuccessful; (7) the 5mm piece of catheter tubing remains in the patient's wrist.